Manufacturer narrative:
The field service representative stated that he checked the bead mixer of the analyzer. A specific root cause could not be determined based on the provided information. No reagent or instrument issue were determined to be evident. No pre-analytical issues were identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for testosterone. The sample initially resulted as 377.5 ng/dl and this result was reported outside of the laboratory. The physician questioned the result, so the sample was repeated. The repeat result was 22.8 ng/dl. The sample was repeated a second time, resulting as 23.9 ng/dl. The sample was repeated a third time, resulting as 26.6 ng/dl. Another tube collected at the same time was also tested, resulting as 23.8 ng/dl. The repeat result was believed to be correct. The patient was not adversely affected. The testosterone reagent lot number was 17878202, with an expiration date of 10/31/2015. The field service representative determined that rack adapters were not present for smaller diameter tubes. He also stated that the sample was probably off center from the sample probe, causing partial aspiration of the sample. The customer was instructed to use rack inserts. The customer ran calibration and controls; calibration and controls were good.

Manufacturer narrative:
The customer has stated that she tested the sample both with and without rack adapters and got the same results. No specific data were provided.